Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a persistent ventricular arrhythmia, and the patient was readmitted to the hospital from 02october2019 to 04nov2019. Cardiac catheterization was performed. The clinical values were: central venous pressure (cvp) 8mmhg, pulmonary arterial (pa) systolic pressure 15mmhg, pa diastolic pressure 5mmhg, and pulmonary capillary wedge (pcw) 2mmhg. Cardiac output was 3.9l/min. The causal relationship with the device was probably related as the malposition of the outflow graft was the cause.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported malposition of the outflow graft could not be confirmed as no images were provided by the account for review. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported arrhythmia could not be conclusively determined through this evaluation. Information later received stated that computed tomography (CT) images were not available. Regarding the remainder of the requested information, it was communicated that the hospital was contacted multiple times but would not provide any further information related to the event. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) , until 17jul2021 when the patient underwent a routine heart transplant. The heartmate ii lvas IFU, is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Additionally, this document cautions that the sealed outflow graft must not be positioned where it could abrade against a pump component or body structure. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.